Event description:
During pt treatment with the model 3100a, the operator reported being unable to increase the mean airway pressure above 20 cm h2o. The pt was hand-bagged then placed on another 3100a without compromise.